Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Legal claim and medical records received. Legal claim alleges the patient was revised on (B)(6) 2013 ((B)(4)) and after that revision the patient underwent another revision operation on (B)(6) 2013 for infection. After review of the medical records for MDR reportability, the revision operative note from (B)(6) 2013 indicated possible infection (never confirmed) and the femoral head was exchanged and antibiotic beads were placed. The revision operative note also indicated extensive metal debris throughout the wound. An unknown depuy femoral head/liner are being reported for the metal debris.

Manufacturer narrative:
(B)(4).

Event description:
Update 4/7/2015 & 4/9/2015 medical records received. After review of the medical records for MDR reportability, the part/lot is being updated for the head and liner. Clinic visit from (B)(6) 2013 indicated that all cultures taken during the dor came back negative for infection. The patient actually had a poly liner implanted on (B)(6) 2013 so it is reasonable to conclude that the metal debris found on revision is from the previous revision where metallosis was found ((B)(4)). The complaint was updated on:4/24/2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.